Event description:
The customer originally reported that the system stopped working during a laparoscopic total gastrectomy. A red light was provided by the system. The surgical staff cleaned the device jaws and installed a new battery and generator in order to continue the procedure. The system would still not activate. Eventually a new dissector was installed and the procedure was successfully completed. The dissector was returned for evaluation to covidien (B)(4) and a visual inspection of the dissector found it to be fractured. The piece of the dissector that disengaged was returned with the device. Additional questions relating to the device and incident have been asked to the site contract.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.